Event description:
Patient was recovering from open heart surgery. Patient was sitting in chair next to bed eating dinner and was checked by nursing around 6:30pm. Patient was found to have coded at 6:40pm and did not recover. There is evidence that patient aspirated food. Evaluation and discussion: pt's ECG was being monitored on philips telemetry up until 6:15pm at which time the ECG tracing went to a flat line. Indicative of a low battery in the unit. A review of the patient ECG record showed a trace on the central station from 6:08pm until 6:15 pm when the tracing went flatline. A seperate recording from the central station printed out at 6:55pm stated the notice: "replace battery, cannot analyze ECG, some ECG alarms off, hr - ?, unknown ECG rhythm,..." Staff did not notice alarms and were not alerted to code which occurred approx 6:40 pm.